Event description:
It was reported through a post-market retrospective clinical study of flow diverter stents for treatment of intracranial aneurysms, the patient underwent implantation of a flow diverter stent on (B)(6) 2024. On (B)(6) 2025, the patient was admitted to the first ward of the department of neurology with the initial diagnoses of: 1. Acute cerebral infarction 2. Hypertension, grade 3 (very high risk) 3. Hyperlipidemia. Upon admission, the patient received dual antiplatelet therapy, lipid lowering treatment, and additional therapies including butylphthalide and ulinastatin to improve cerebral blood circulation, along with a low salt, low fat diet and routine blood pressure monitoring were also implemented. A final diagnosis was recorded as: 1. Acute cerebral infarction 2. Hypertension, grade 3 (very high risk) 3. Hyperlipidemia 4. Right middle cerebral artery bifurcation aneurysm 5. Hyperuricemia 6. Insomnia an MRI performed on (B)(6) 2025, showed abnormal signal intensity adjacent to the right lateral ventricle suggestive of subacute cerebral infarction with minor hemorrhagic transformation. White matter hyperintensity was present (fazekas grade 1). A suspected aneurysm in the distal segment of the right middle cerebral artery was observed, and correlation with mra was recommended. The patient is reported to be fine.

Manufacturer narrative:
The part and lot number is unavailable despite our attempt to obtain the device specific information. Therefore, the UDI and primary di number are not available. Additional information was requested to clarify the event details. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed.